Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. Visual inspection was performed and found air bubbled on downstream occlusion seal and rusty battery's springs. The customer complaint can be replicated. Replaced downstream occlusion seal and battery springs to resolve the report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during pretest, the cadd pump experienced cassette attachment errors, downstream occlusion with seal open, a rusty coil, and a missing pogo pin. There was no patient involvement and no harm.